Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. On (B)(6) 2011 the patient underwent a mesh revision. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2009 and mesh was implanted. It was noted that the patient underwent other procedures and boston scientific obtryx was implanted on (B)(6) 2008 and a caldera mesh was later implanted on (B)(6) 2011. It was further reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.